Event description:
It was reported that this lead model: 6947m and serial:(B)(6) was explanted due to a product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).